Event description:
It was reported via user facility medwatch report: osteonics /triathlon drill bit broke while in use. The bit broke in 2 pieces. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure: no. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Additional info has been requested and if available it will be submitted in the supplemental report.